Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the malfunction code, and the caller successfully reset the pump with their assistance. The customer was advised to continue using the pump and to contact support if the malfunction code appeared again, which they understood.